Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) did not respond to a magnet and could not be interrogated during a routine follow up appointment. Further information received indicates that the patient had a syncopal episode and fell.